Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using a nasopharyngeal swab. Confirmation testing using the lamp method performed on the same day generated a negative result. Repeat testing was not performed. No additional information, including patient treatment and outcome, was provided. The customer stated no further information would be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: m228624, test base part number 192-430 / lot: m228624. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228624 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use; device discarded.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 using a nasopharyngeal swab. Confirmation testing using the lamp method performed on the same day generated a negative result. Repeat testing was not performed. No additional information, including patient treatment and outcome, was provided. The customer stated no further information would be provided.